Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g7 sensor, with automated insulin delivery paused at a low glucose threshold and a concurrent fingerstick confirming a low of 30 mg/dl. Hospital staff then directed disconnection from the pump and assumed glucose management, and a related sensor inaccuracy was referenced with the manufacturer of the sensor. Symptoms included low blood glucose requiring clinical intervention. The user was already hospitalized for a kidney-related event, so glucose was managed with administration of intravenous dextrose, recovery, and later resumption of ilet use following discharge after a non-diabetes-related surgery. Investigation included review of the event details and user troubleshooting and education, including guidance on silencing alarms and hospital management steps. Investigation of this case revealed that the hypoglycemia occurred during a prolonged period without access to food in the hospital setting and while the cgm provided inaccurate readings, and that the pump had already been paused at the time of clinical confirmation of hypoglycemia. It was concluded that the event was hypoglycemia with an unclear device-related cause given confounding cgm inaccuracy and environmental factors, with the user recovered and therapy resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.